Event description:
It was reported that the patient with this pacemaker device recorded a signal artifact monitor (sam) event around 6 months ago. Technical services (ts) reviewed and stated that there was noise on the right atrial (ra) lead which looked like electromagnetic interference (emi). Impedance measurements were within the range. The device was on passive respiratory rate trend (rrt). Also, there were some atrial tachy response (atr) events due to farfield oversensing. Ts recommended programming options. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker device recorded a signal artifact monitor (sam) event around 6 months ago. Technical services (ts) reviewed and stated that there was noise on the right atrial (ra) lead which looked like electromagnetic interference (emi). Impedance measurements were within the range. The device was on passive respiratory rate trend (rrt). Also, there were some atrial tachy response (atr) events due to farfield oversensing. Ts recommended programming options. This pacemaker remains in service. No adverse patient effects were reported.